Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank and alarming or vibrating without cease. Customer did not have new battery with them so they placed old battery back in to determine the issue. Customer stated screen did come up briefly with insulin pump error and they could not read because screen went blank again. No harm requiring medical intervention was reported. The device will not be returned for analysis.